Event description:
The patient (B)(6) is implanted with a system which includes an scs lead extension for occipital nerve stimulation (off-label). It was reported the patient could no longer feel stimulation. The neurosurgeon elected to perform intra-operative testing to determine the source of the issue. Intra-operative testing revealed impedance issues with the source of the issue identified as the lead extension. The lead extension was explanted and replaced which resolved the reported issue. Stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.